Manufacturer narrative:
Citation: abdelshafy et al. Predictors of conduction disturbances requiring new permanent pacemaker implantation following transcatheter aortic valve implantation using the evolut series. J clin med. 2023 jul 22;12(14):4835. Doi: 10.3390/jcm12144835. Earliest date of publication used for date of event and date of death. Medtronic products referenced: evolut r, evolut pro, evolut pro+. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding predictors of conduction disturbances requiring new permanent pacemaker implantation following transcatheter aortic valve implantation. The study population included 129 patients who were predominantly male with a mean age of 81.3 years.  All patients were implanted with a medtronic evolut r (n=34), pro (n=45), or pro+ (n=50) bioprosthetic valve.  There were no procedural deaths; however, three in-hospital deaths occurred due to stroke, right ventricular failure, and intestinal ischemia.  No further details were provided on the deaths.  Among all patients adverse events included: stroke, minor vascular complication, moderate to severe paravalvular leak, and arrhythmia requiring permanent pacemaker implant. No further information pertaining to medtronic products was noted.